Event description:
It was reported that the patient underwent a gynecological procedure on unknown date to treat stress urinary incontinence and pelvic organ prolapse, cystocele, rectocele and pelvic floor mesh was implanted with hysterectomy. The patient experienced mesh erosion with protrusion, pelvic pain, dyspareunia, tx. The patient has undergone multiple surgeries and revisionary procedures including partial mesh removal on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a hysterectomy with anterior/posterior prolapse performed during mesh implantation. The patient underwent an anterior cruciate ligament reconstruction in 2008. It was reported that on (B)(6) 2009 the patient underwent excision of mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01339. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.